Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. After successful percutaneous coronary intervention (pci), the tip of the allstar wire broke off in the patient. An attempt was made to retrieve the separated segment but was not unsuccessful. The patient needed to be transferred to another hospital for bypass surgery. The tip was left in the patient. No further information is available at this time.